Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during stent-assisted coil embolization, the stent (subject device) could not be deployed. After several unsuccessful tries, the operator decided to withdraw the whole stent system. When withdrawing it, the stent deployed prematurely at the hub of the microcatheter. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent was found partially deployed. It was also found that the tip of the introducer sheath was found deformed, likely due to handling of the device that limited the performance of the device. The reported inability to deploy and the analyzed prematurely deployment were most likely due to some procedural factors encountered during the clinical procedure. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that during stent-assisted coil embolization, the stent (subject device) could not be deployed. After several unsuccessful tries, the operator decided to withdraw the whole stent system. When withdrawing it, the stent deployed prematurely at the hub of the microcatheter. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent was found partially deployed. It was also found that the tip of the introducer sheath was found deformed, likely due to handling of the device that limited the performance of the device. The reported inability to deploy and the analyzed prematurely deployment were most likely due to some procedural factors encountered during the clinical procedure. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that during stent-assisted coil embolization, the stent (subject device) could not be deployed. After several unsuccessful tries, the operator decided to withdraw the whole stent system. When withdrawing it, the stent deployed prematurely at the hub of the microcatheter. There were no clinical consequences to the patient.